Manufacturer narrative:
The console was not returned for analysis and no work order was assigned to this case; however, media was provided by the customer. The media shows the r1 of the ac board was damaged. The review completed on the device history review (DHR) for this console confirmed that it met specification prior to release. Based on the information available, it is likely that the damaged ac board contributed to the event experienced by the customer. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when the console was started, it engaged the electrical security system. The power cord was found to be good condition, but the r1 on the ac board components were burnt. The patient was under sedation at the time and no procedure was performed due to this problem. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Event description:
It was reported that when the console was started, it engaged the electrical security system. The power cord was found to be good condition, but the r1 on the ac board components were burnt. There was no procedure done due to this problem. There was no patient complication. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.